Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results could not confirm the alleged issue that the system did not recognize the instrument. The instrument was checked for recognition on an (B)(4). The system successfully recognized instrument. The pogo pins did not stick and were not contaminated. Dallas chip programmer (dcp) verification of the instrument passed. The alleged recognition issue could not be replicated. Engineering evaluation also found a broken cable, bent grip, and tube damage. The pitch down cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The pitch up cable was found to be frayed at the clevis hub. One grip was found to be bent causing side to side misalignment of the grips. There was a .045 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. In addition, the distal end of instrument's main tube had various scratch marks with light material removal. The scratches were .085 - .190 in length and not aligned with the tube axis. Engineering evaluation concluded that the scratches were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable and main tube scratch issues if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the pk dissecting forceps instrument was not recognized by the system. The instrument was reportedly not used in the planned procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.